Manufacturer narrative:
(B)(4). The sample was received for evaluation and an inflation/deflation test was performed and no deflation was observed. The customer reported issue could not be confirmed on the returned sample. Information has been added to the database for trending purposes.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the tube's cuff slowly leaks which requires that she frequently add air to the cuff during the night, which wakes the patient up. The tube was discarded when it was changed out.